Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that syringe volume detected was not accurate was not confirmed or replicated as the suspect devices were not returned. Testing was not able to be performed as the device was not returned for investigation; however, the customer provided videos which appeared to show a calibration test for one of the suspect syringe modules. A setup using a bd 20ml syringe with a volume of 20ml can be observed in a video provided by the facility; however, the pcu screen showed that the syringe module reads it as 18.7ml and 19ml in another video. The specification per the alaris system v12.1 product requirements ((B)(4) v00) srd-1445; the system shall provide instrument accuracy of +/-2% of full-scale plunger travel (not including syringe variation). A laboratory test using a syringe setup could not be replicated with the dataset used in the video, the default data set was provided, but not the data set file .gre used during the tests observed. Upon a review of the logs, no events related to the reported issue were observed. Alaris system user manual (v12.3), states; instruments are tested and calibrated before they are packaged for shipment. To ensure proper operation after shipment, it is recommended that an incoming inspection be performed before placing the instrument in use. There was no report of patient involvement. Root cause: the root cause of the report that syringe volume detected was not accurate could not be determined from the returned photos and videos alone. There was no devices, logs or facility data set returned to be examined and tested.

Event description:
It was reported that the syringe module used for "demonstration" detected the syringe volume as "below than 20ml. However, the actual volume in the syringe was 20ml. The syringe used was bd syringe 20ml, sku 302830. Per report, the issue was discovered prior to use. The device was then re-calibrated, and it passed. The user tried to test with other pcu but still encountered the same issue. The user then tested the device by using the facility's data set and comparing it with the default data set: using hospital's data set, the device read the syringe volume as 19ml; using default data set, the device read the syringe volume as 19.8ml. A was video provided to bd of the testing procedure. The user was observed using bd syringe 20ml, sku 302830. The user then aspirated an unknown clear liquid from a plastic cup. The plunger dosage line (final edged of the plunger piston) was on 20ml marker. The user attempted to release the air bubbles but there was noticeable air bubble remained inside the syringe barrel (on the edge of the plunger piston) when it was loaded to the syringe module. There was no patient involvement. Bd received additional information. It was reported that after the "retest all the pump and pm done, all the pump is running correctly now."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module used for "demonstration" detected the syringe volume as "below than 20ml. However, the actual volume in the syringe was 20ml. The syringe used was bd syringe 20ml, sku (B)(4). Per report, the issue was discovered prior to use. The device was then re-calibrated, and it passed. The user tried to test with other pcu, but still encountered the same issue. The user then tested the device by using the facility's data set and comparing it with the default data set: using hospital's data set, the device read the syringe volume as 19ml; using default data set, the device read the syringe volume as 19.8ml. A was video provided to bd of the testing procedure. The user was observed using bd syringe 20ml, sku (B)(4). The user then aspirated an unknown clear liquid from a plastic cup. The plunger dosage line (final edged of the plunger piston) was on 20ml marker. The user attempted to release the air bubbles but there was noticeable air bubble remained inside the syringe barrel (on the edge of the plunger piston) when it was loaded to the syringe module. There was no patient involvement.